Event description:
Additional information: on (B)(6) 2018 the patient's pump was turned off due to cardiac recovery based on an ejection fraction of 55%. The pump remained in-situ. On (B)(6) 2019, the patient was admitted with cardiogenic shock and a significant decrease in ejection fraction (ef). A decision was made to explant the pump and another lvad was implanted on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
(Catalog number, UDI): corrected data. Event: additional information.

Manufacturer narrative:
Approximate age of device- 6 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the vad started producing red heart alarms on the morning of (B)(6) 2018 at approximately 6:00am. Data available showed pump was at 0000 rpms and auscultation sounded as pump was attempting to restart, but no continuous hum was heard. The primary system controller was exchanged to backup but pump did not steadily restart and jumpstart was unsuccessful. The percutaneous lead (driveline) was noted to have multiple areas of damage with rescue tape, exposed wires, and multiple kinks. Patient did not have any recent history of pump issues until this event. An echocardiogram performed on (B)(6) 2018 showed an ejection fraction of 40 ish % and the lvad was turned off at 7:45am. The patient was on dba at 2.5 and heparin. Additional information received indicated that the patient actually had an ejection fraction of 55% and if things remained stable, the patient would be considered a recovery patient. The manufacturer's technical service representative reviewed the submitted log file (approximately 9 minutes in duration) and observed that the pump was unable to reach the set speed. The customer was advised this could be caused by a percutaneous lead phase to phase short.

Manufacturer narrative:
Correction section g4: the previous MDR aware date is 24jan2019. Manufacturer's investigatio conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline (dl) wire damage that could have contributed to the reported event. (B)(4) was returned assembled with the driveline (dl) cut approximately 1.5" from the pump housing; approximately 5.5¿ of the internal portion of the dl was also returned, and approximately 21¿ of the external portion of the dl was returned (figure 1). The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow conduit was returned attached to the pump outlet housing. A bend relief collar was present and secured with green suture. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing revealed discontinuities in the red and orange wires. Examination of the 21¿ section of the dl revealed that the red and orange wires were completely open approximately 2.25¿ from the distal end. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead in this location. Also, a breach to the insulation of the black wire was also found approximately 2.25¿ from the distal end of the dl segment confirmed through hipot testing. This observed damage appeared to be the result of fatigue of the outer silicone jacket, due to repetitive flexing of the lead in this location. As a result, the underlying wire conductors were exposed. The black wire represents one of the two redundant wires in motor phase 2. The red and orange wires represent the 2 wires in motor phase 3. The fractured red and orange wires would have the left the pump operating on only 2 of the 3 motor phases, resulting in the reported pump stops. Analysis of the submitted log files also revealed multiple motor stopped, low speed, and low flow hazard alarms throughout the entirety of the log file while the patient was connected to the battery power. This is consistent with the observed damage. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.